Manufacturer narrative:
UDI # (B)(4). The DHR showed no abnormalities related to the reported failure. The unit was received with the mayfield 2 lock having up and down movement, the teeth were grinding when rotated, and the unit would not go into the locked position. General maintenance and cleaning required. Complaint confirmed; the unit did not meet all specific functional tests.

Event description:
A surgeon reported that the skull clamp did not lock. No known patient injury reported.